Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged 1099-090 batch 212625 was received for investigation. The device arrived with the part number 0857-100 batch 221019 stuck inside. Functional testing was not performed due to the device arrived stuck inside the part number 0857-100 batch 221019. Upon visual inspection, scratches were noted around the outside diameter. Additionally, it was observed that the device's thread had nicks and was bent. The most likely cause(s) of the reported failure are user error, misaligned insertion, or excessive force during use.

Event description:
On 04/01/2024, it was reported by a sales representative via sems(B)(4) that an 0857-100 galileo extraction tool was damaged during the case. This was discovered during the case with no patient harm. On 07/10/2024, during device evaluation of the returned device, it was found that the 0857-100 was stuck inside a 1099-090 galileo lag screw, right, ø10.5mmx90mm.